Event description:
When a cs29 stapler was fired in a lower anterior resection procedure, it was observed that about 6 staples were unformed. The anastomosis was subsequently reinforced by means of another device.

Manufacturer narrative:
The returned cs29 stapler was found to have a damaged clamp shaft drive clip. Damage to the clip would have made opening or closing of the cs29 anvil difficult. It is believed that the idrivec (concomitant device) may have caused the damage to the cs29's drive clip. The output torque from the idrivec has since been reduced in order to preclude this event. Evaluation summary: cs29 anvil staple pockets showed normal staple formation and the cut ring showed normal deep knife penetration. Unit failed calibration because of damaged clamp drive clip. Underformed staples was caused by slippage between idrive and clamp shaft. New software is being developed to elevate damage drive clips during clamping. Complaint will be monitored and trended.